Event description:
Patient received laceration approximately 3 inches long over left parietal region (not face as previously reported) requiring 8 staples to repair due to loss of pressure on mayfield holding device during a cervical fusion and repair of a thoracic kyphoscoliosis surgery. Op note: I proceeded to break scrub, with the intention to perform cervical extension for restoration of lordosis now that the osteotomies were available. At this time, it was noticed that the mayfield pin holder was not at its original location. Upon examination, significant displacement of the mayfield pin holder, with loss of the compression pressure and ??. Proceeded to reposition and secure the mayfield pin holder, confirming 60 pounds of pressure once again. Patient's neck was extended ?? New position. Intraoperative imaging revealed satisfactory decrease of her kyphosis, now with a neutral to slightly lordotic position. Upon visualization of the surgical field, significant closure of the osteotomies was evident. Posterolateral fusion, cervical 2 through thoracic 4 procedure. Follow up: went to visit pt based on previous report of facial laceration. Found pt to have 3 inch laceration above ear with 8 staples, no facial laceration. Patient alert and appeared orientated and in good spirits. Discussed incident with neurosurgery manager who said he too found out the injury was to the head not face. He said the pressure on the mayfield holding device is normally set at 60 at this is done by the surgeon. At some point during the case it was found to be at 0 when the head moved causing the laceration. Corrected by surgeon and case resumed. Spoke to surgeon today who said it did not affect the surgery in any way.